Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, the customer was having issues with high blood glucose. Customer mother didn't know exact blood glucose value only knew it was high. Customer mother was concerned in regards to the infusion set and also mentioned the insulin pump is not alarming no delivery. Customer's mother was advised to have the customer call back to perform troubleshooting on the device. The insulin pump is not returning for analysis.